Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and determined to be functioning according to product specifications. No signs of any physical damage. The heater tray/scale was not obstructed two simulated treatments were performed using the received cycler, and there were no alarms or problems that occurred during testing. There were no fluid leaks in the test cassettes during the test treatments. A simulated treatment was performed in which the amount of fluid delivered to a pseudo-patient bag during each fill phase was weighed. The weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase were determined to be within expected tolerance for the liberty cycler, the valve actuation test, the system air leak test, and the patient sensor calibration check passed. The load cell verification was within tolerance. The internal pneumatic showed that the pneumatic tubing was dull, dingy and the hp2 filter was brown. The cause of the encountered discoloration in the tubing and filter could not be determined. A device manufacturing record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications.

Manufacturer narrative:
A review of the info available was performed by the post market surveillance department. A large intra-peritoneal drain 4 occurred with an undetermined cause. There was no adverse event associated with this reported large drain volume. A supplemental medwatch report will be submitted upon completion of the device investigation.

Event description:
A continuous cycling peritoneal dialysis (ccpd) pt called technical support regarding drain complication alarms. On review of the treatment data provided by the pt, a large drain 4 was discovered: 3679ml. There was no complaint of discomfort or pain. Treatment data provided below: drain 0: 171ml; fill 1: 1999ml drain 1: 2699ml; fill 2: 1999ml drain 2: 1493ml; fill 3: 1999ml drain 3: 1978ml; fill 4: 1999ml drain 4: 3679ml. Upon follow up contact with the pt's peritoneal dialysis rn (pdrn), she stated that she was aware of the drain issues and the request for a replacement cycler. A review of the treatment data provided by the pt at the time of the call with the pdrn indicated a large drain 4 had occurred. Since this was the only large drain, the pt was asymptomatic, and the cycler was replaced, there was no cause for concern. She spoke with the pt on (B)(6) 2015 and he stated the replacement is working well. There was no serious injury as a result of this event. The pt continues with the ccpd program in stable condition using the replacement cycler. The reported drain volume of 3679ml was 184% over the expected drain volume which resulted in a reportable device malfunction.